Event description:
A customer reported that a central linear opacity was seen in an intraocular lens (iol) after injection into the eye. The iol was removed and replaced during the same procedure. The incision was enlarged. The surgery was delayed due to this event. Postoperatively, the pt experienced moderate corneal edema that was treated with anti-inflammatory and anti-edema treatment. At the time the info was provided, the symptoms were reported to be continuing. Additional info was provided by the pharmacist who clarified that the iol was scratched. A possible root cause provided by the pharmacist was that the cartridge was not appropriate for the iol diopter. No additional info is expected.

Manufacturer narrative:
(B)(4).

Event description:
Na

Manufacturer narrative:
Eval summary: results from the product history record review indicated the product met release criteria. The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: lens returned positioned incorrectly in lens case. The lens is immersed in solution. Both haptics are broken/torn. The optic is torn/split (cut) and has stutter scratches. Stutter scratches typically occur when the lens is advanced too rapidly in the cartridge and/or when the lens is not positioned correctly in the cartridge and/or with an insufficient quantity of lubricating solution. The file indicated the cartridge handpiece used. The reported lens is outside the diopter range that is approved for use in the reported cartridge. Based on the investigation findings and the info supplied by the complainant, the root cause for the reported complaint is a failure to follow the directions for use. The observed damage (stutter scratches) most likely occurred during the implantation process as stutter scratches typically result when the lens is advanced too rapidly in the cartridge and/or when the lens is not positioned correctly in the cartridge and/or with an insufficient quantity of lubricating solution and the use of unapproved combinations may result in delivery issues and/or damage. Based on these investigation findings. It is unlikely that the device contributed to the event. (B)(4) .